Event description:
It was reported that the patient's device appeared to have a low battery for the age of the device. The device is still in use. It was also reported that there was a question regarding the battery voltage for the implantable pulse generator (ipg) device. It was further reported that telemetered battery voltage varied from 2.88v to 2.96v over a couple weeks. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient's device appeared to have a low battery for the age of the device. The device is still in use. There were no patient complications reported as a result of this event. It was also reported that there was a question regarding the battery voltage for the implantable pulse generator (ipg) device. It was further reported that telemetered battery voltage varied from 2.88v to 2.96v over a couple weeks.

Event description:
It was reported that the patient's device appeared to have a low battery for the age of the device. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device has low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.66 v while the daily battery voltage trend measurement was 2.93 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device has low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.66 v while the daily battery voltage trend measurement was 2.93 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): performance data was collected from the device and has been analyzed. Analysis results revealed the device has low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.66 v while the daily battery voltage trend measurement was 2.93 v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device has low telemetered battery voltage. On 04-aug-2010, the telemetered battery voltage was 2.66 v while the daily battery voltage trend measurement was 2.93 v.